Manufacturer narrative:
(B)(4). D4: initial reporter indicated upon notification that no additional information regarding the event is available. D6a. Implant date unknown but noted to be 3 years prior. D10: unknown patella. Unknown femoral component. Unknown articular surface. The reported event was confirmed based on provided pictures. Visual examination of the pictures identified an explanted patella and tibial tray. The patella displays a crack across the porous surface. The tibial tray pegs are fractured off and it exhibited signs of lack of boney ingrowth along the undersurface. Both implants show signs of use as biological tissue is present. Review of the device history records could not be performed as product identification was not provided. No medical records were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 3 years post implantation of a left total knee arthroplasty, the patient was revised. There was a transverse crack across the patella, and the tibia appeared to not have had good osseointegration. The femur was well fixed. No additional information is available.